Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, the lens found to be damaged. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).